Event description:
A (B)(6) female pt contacted zoll customer support to report that she had been receiving constant "check belt" messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant check belt messages) has been confirmed. Upon evaluation, component v4 was out of tolerance in ECG electrode c ECG electrode d. The v4 component is a voltage suppressor located on the four ECG boards within the ECG sensing electrodes. The root cause for the defective voltage suppressors was not positively identified. No adverse event resulted from the defective components. The pt received a replacement electrode belt.